Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 25-year-old female patient who had essure (batch no. 628440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multi gravida and parity 3. Previously administered products included for an unreported indication: nsaids and acetaminophen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic"), menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy / d&c). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure were tubal occlusive device, the bilateral fallopian tubes were occluded. The patient tolerated this procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "depression, mental anguish' were added. Surgical treatment was added for ectopic pregnancy. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 25-year-old female patient who had essure (batch no. 628440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multi gravida and parity 3. Previously administered products included for an unreported indication: nsaids and acetaminophen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic"), menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy / d&c). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure were tubal occlusive device, the bilateral fallopian tubes were occluded. The patient tolerated this procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 25-year-old female patient who had essure (batch no. 628440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multi gravida and parity 3. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic"), menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device and menstrual disorder outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure were tubal occlusive device, the bilateral fallopian tubes were occluded. The patient tolerated this procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), essure confirmation test not done. Lot number added. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration') in a 25-year-old female patient who had essure (batch no. 628440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included multi gravida and parity 3. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic"). On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy / d&c). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure were tubal occlusive device, the bilateral fallopian tubes were occluded. The patient tolerated this procedure well. She had received treatment migration. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event migration, rcc added. Incident we received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration/occlusive device found on the external surface of the fundus of uterus') in a 25-year-old female patient who had essure (batch no. 628440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included multi gravida and parity 3. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic"). On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy, removal of essure coil and bilateral salpingectomy / d&c). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure were tubal occlusive device, the bilateral fallopian tubes were occluded. The patient tolerated this procedure well. She had received treatment migration. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: medical record received: medical history, reporter information were added. Patient demographic was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and menstrual disorder outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.